Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer believe that the insulin pump was not working. Customer¿s blood glucose was unknown at time of incident. It was reported that the insulin pump cleared the history and prompted time change. Insulin pump will not be returned for analysis.